Event description:
On (B)(6) 2010, pre op vsc 20/40 ou. (B)(4). Pach 492/595. Mr plano -1.25x100 -0.25-1.75x84 20/20 ou. Cr plano-1.25x100 -0.25-1.75x084. Dos 5/6/10 lasik ou. On (B)(6) 2010, one day po lasik ou right eye blurry. Woke up after noon yesterday and eye was irritated and burning. Vsc 20/40 20/30. Displaced flap, flap striae - flap lift and stretch. On (B)(6) 2010, three days post flap lift od, vasc 20/20 od, 20/20-1 os rxm -.25 sphere 20/20 od, +.25 sph 20/20 os.

Manufacturer narrative:
Add'l info - microkeratome. Add'l info- bausch & lomb, (B)(6).